Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a communication error was not confirmed. In addition to evaluation in the event description, due to wear of angle wire, bending angle in up direction did not meet the standard value. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had a crack. The adhesive on the bending section cover had white-clouded area. The adhesive around the objective lens was peeled. The adhesives around objective lens had white-clouded area. The protector of universal cord on scope connector side had a scratch. The adhesives around light guide lens had white-clouded area. The plastic distal end cover had a dent. The connecting tube had a scratch. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown when the foreign object adhered to the scope. It is unknown if there was a delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced a communication error. There was no report of patient harm associated with this event. During incoming inspection, foreign matter clogged the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.